Event description:
It was reported that a patient had two broken screws post operatively on a click¿x system at the right l4 and l5 pedicles. The patient had an l4-l5 fusion surgery on (B)(6) 2010 and became symptomatic with pain/discomfort, calf atrophy and an abnormal electromyogram (emg). The surgeon decided to remove the system, on (B)(6) 2014 the patient underwent a revision to replace the click¿x system. It was reported that the two broken screws, which were 5.2 mm in diameter, broke in half in the patient and the shaft of the screws remain in the patient because the surgeon thought it was too risky to remove the broken screws. The patient was revised to an l4-s1 lumbar fusion device manufactured by a different company. A 30 minute time delay was reported in order to attempt to remove the broken screw pedicles. The patient¿s pain and function were reported as resolved after the revision surgery. This report is for 1 of 2 pedicle screws that were reported to be broken. This is report 1 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number reported by the facility did not match this part number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the present screws were fatigued by cyclic overloading. The overloading caused the screws to fail by a fatigue fracture mechanism. The discernable fine fatigue lines and secondary cracks on the remaining original fracture face as well as the macroscopic secondary cracks are a sign of a fatigue crack under cyclic overload. The fracture behavior is due to missing macroscopic rest lines and the only partial visible residual fracture, unreproducible. The fatigue crack initiated at the zone of the highest flexural strain depending on load situation of the implanted devices. The crack propagated through the material gradually diminishing the load bearing area until a final fracture occurred. The cause of fracture cannot be determined definitely. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part was received attached to part number 498.571 on aug 11, 2014. This part was not discovered as returned until aug 27, 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the 1 unbroken screw returned was not in the original packaging. No visual defects relating to the manufacturing process. Lot number etched not completely legible. Considering that the lot number etched is not completely legible, the returned part has been re-inspected as per current specifications for all the features pertinent to the complaint condition. The conclusion of the manufacturing investigation is that part is conforming from a manufacturing perspective time delay of 30 minutes was originally reported and patient status was originally reported as pain and function resolved after revision surgery. The original report also indicated the surgeon felt it was too risky to remove the original screws, the new report does not indicate this. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the other manufacturers construct system was implanted at l2, l3, l4, l5 and new screws at t12-s1 bilaterally, the new report also indicates the surgeon left the original screws in place and added the new screws. Synthes rod was placed to span all screws and respective locking caps were used. No time delay was reported during the revision surgery. No patient status or outcome was reported from the revision surgery.